Manufacturer narrative:
No complaint was received with the return of the device. Failure event was noted during analysis. Final analysis found a partial lead measuring 5.2 cm. A full breached outer insulation degradation was found 4.6 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.